Manufacturer narrative:
The sample was collected via venipuncture in a 4ml bd tube. Instrument was not performing within qc specifications with respect to controls and reproducibility at time of incident. Controls run at time of incident had h flags on wbc and ne, and l flags on ba results. The fse visited the account and found the wbc lyse reagent container empty and the instrument indicated a low reagent alarm condition. The customer had already stopped using instrument and ordered new reagent. The following day new reagent was installed, instrument was primed and all qc results were verified within range. Root cause can be attributed to the operator not replacing the empty wbc lyse reagent when the instrument indicated this reagent was low.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneous flagged basophils (ba) result of 2.3%, with an operator defined h flag, generated by act 5diff cp instrument on one patient sample run in primary mode. The erroneous result was not reported out of the laboratory. On rerun the ba result was 0.7% without flag. There was no death, injury or change to patient treatment associated with this event.